Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
During a vitreoretinal surgery of (B)(6) child under general anesthesia. Vitrectomy was done successfully but when the three way knob was changed to air infusion during fluid-air exchange, the infusion stopped. When inspected it was found that in the junction of 3 way valve there was a blockage. The blockage was due to some plastic remaining. The surgery was delayed due to re-set up. The product was immediately discarded after use by ot staff. The patient is doing fine.